Event description:
It was reported that the nail holding screw has jammed itself in the nail. It was impossible to remove all 3 reported items from each other. This nail couldn't` be implanted. There was a delay of approx 15 min. A second set was available.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the reported event was confirmed. Review of the DHR / inspection records of both instruments revealed no discrepancies. Both devices were documented as having met specifications prior to distribution. The fretting marks found on the instrument returned indicate that most likely cold welding had occurred in this actual case due to repeated suboptimal (slightly oblique) axial insertion. No non-conformity was identified.

Event description:
It was reported that the nail holding screw has jammed itself in the nail. It was impossible to remove all 3 reported items from each other. This nail couldn't` be implanted. There was a delay of approx 15 min. A second set was available.